Event description:
Biotronik sales rep called regarding inability to interrogate device. Magnet rate shows rate of 80 and 62ppm. Eri no battery voltage obtained due to communication failure with device. Error message reads: telemetry not successful, check pgh position: interference. Philos re-initialization and eri were attempted without success. All programmers and sources of emi eliminated in response to error code. Wand distance checked and adjusted. No attempts to communicate with the device were successful. Due to persistent eri magnet response, explant was recommended.